Event description:
It is reported that the patient faced infusion set issues with two sets on (B)(6) 2026 as tubing clipped were stuck when trying to unclip infusion set tubing causing them to pull the sites off of the patient's body. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.